Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial# unknown, implanted: (B)(6) 2013, product type: extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3708640, serial/lot #: unknown, ubd: , UDI#: (B)(6). No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the rep got a call from the patient indicating that the patient is scheduled for an ins and extension replacement on (B)(6), due to a short in the extension which drained the ins battery. Patient's left side of the body is not getting therapeutic benefit. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Continuation of updated info: product ID 3708640 serial(B)(4) implanted: (B)(6)2013 explanted: (B)(6)2018 product type extension medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative indicating that the it is unknown when the event first occurred. The extension that was replaced was the right side for now the cause of the issue is also unknown but the patient swims daily. The patient was scheduled for replacement of the dead ins and extension replacement on (B)(6)2018. The rep will return the extension if possible. This information was confirmed by the physician.

Manufacturer narrative:
Product ID 3708640 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2018 product type extension product ID 3708640 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2018 product type extension analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator revealed a normal battery end of life/telemetry and output ok analysis for the extension (serial # (B)(4)) revealed no significant anomaly. The extension was cut/product segmented implantable neurostimulator: (B)(4). Extension (serial # (B)(4)): not returned. No change in coding. Extension (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative indicating that the device has been placed in the mail and will be returned.